Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. Corrected fields: a2, a4, a5, a6, b5, b6, b7, d5, h6 (health effect - impact code). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder and light guide (lg) lens had foreign objects, corroded light guide (lg) lens, noisy image. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the reported malfunction could not be identified. The most probable cause for noisy image and corroded light guide (lg) lens is traced to component failure. The most probable cause for foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there were no reports of patient involvement.

Event description:
It was reported the gastrointestinal videoscope had no image. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.